Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: an evaluation of the test strip lot concluded that this particular lot breached the thresholds set for escalation. Lifescan therefore conducted performance testing with control solution on retained test strips from that lot. The retained test strips passed all testing with no faults found. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately low compared to a laboratory device. The reporter claimed obtaining blood glucose readings of ¿6.8 mmol/l¿ with the subject meter and ¿9.2 mmol/l¿ on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.